Manufacturer narrative:
A review of the architect analyzer result log did not find the discrepant result (sid (B)(6)) of 6.78mg/dl, however, the repeat sample (sid (B)(6)) results of 1.06 and 1.09 mg/dl were found. The architect history log shows multiple occurrences of aspiration errors (error code 3375) and twelve cuvette-washing not completed errors (error code 0550) during the time of the discrepant result. The maintenance log confirms that the 6052 wash cuvettes procedure was not performed after the twelve occurrences of the 0550 error code. A review of the architect system operations manual shows adequate information for maintaining optimal system performance and provides guidance: probable causes and corrective actions for erratic results, poor precision, and error codes including the wash cuvettes procedure. A review of tickets did not identify any similar complaints and no trends for the reported issue. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on the investigation no product deficiency was identified for the creatinine, list number 3l81, lot 95639un17.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information section a patient information; (B)(6).

Event description:
The customer reported a falsely elevated creatinine result on one male patient which was questioned by the physician. The results provided were: (B)(6) initial = 6.78 mg/dl (normal range 0.7-1.3 mg/dl). The patient had a kidney ultrasound without IV contrast and a urinalysis, which were both normal. A new sample drawn ((B)(6)) generated results of 1.06 / 1.09 mg/dl. The original sample was retested = 1.01 / 1.04 / 1.01 mg/dl and the original result was corrected to 1.01 mg/dl. There was no adverse impact to the patient reported. The patient received no additional treatment.